Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
From (B)(6) 2016 through (B)(6) 2017, the patient had previously high potassium results using the ise indirect na, k, ci for gen.2 assay on the cobas 6000 c (501) module (c501). Her doctor gave her medication to lower her potassium levels. The patient did not believe that she needs this medication and did not agree with the high results from the c501, so she sought further testing. All results are in units of mmol/l, and all were released outside of the laboratory. The samples were clear and not hemolyzed. On (B)(6) 2017, the patient did not agree with the result of 4.5 from the c501, so she went to another laboratory for testing. The result was 4.0 on an olympus beckman instrument. Both results were in the normal range for plasma of 3.4 - 4.5. However, since the result was lower at the other laboratory and the patient questioned the results from the c501, the customer requested that the patient come in for additional testing. On (B)(6) 2017, two sample tubes were taken from the patient in parallel. The initial potassium result from the first tube on the c501 was 4.6. On (B)(6) 2017, the result from the first tube on an abbott architect system was 4.26. The sample was repeated on another architect system with a result of 4.24. The second tube was sent to another laboratory. The results from the second tube on a cobas 8000 chemistry module was 5.02. The specific module number and serial number were requested but not provided. No adverse event occurred. The c501 serial number is (B)(4). A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The result of 5.02 was from a sample that was analyzed one day after being drawn. A new blood draw could lead to different potassium results due to technique during phlebotomy (e.g. Fist clenching).